Event description:
It was reported that the patient received a shock from their implantable cardioverter defibrillator (ICD). Follow up was attempted to no avail. The device is still in use. No further patient complications have been reported as a result of this event.